Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose readings reported as ¿high¿ on the ilet and a capillary value of 506 mg/dl after a recent supply change, while using a steel cannula infusion set with 23-inch tubing; troubleshooting included disconnecting and testing the tubing with a fill-tubing-only procedure, inspecting the cartridge for leaks, confirming drops upon press-and-hold, and then performing a full supply change before resuming insulin delivery. Symptoms included tiredness and lethargy consistent with hyperglycemia. Outcomes included continuation of therapy at home with advice to monitor blood glucose and contact a healthcare provider if feeling unwell; no hospitalization occurred. Investigation included remote troubleshooting and user-guided inspection of the infusion set, tubing, and cartridge. Investigation of this case revealed no device malfunction evident during checks, and the cause of the hyperglycemia remained unclear following supply replacement and confirmation of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.